Manufacturer narrative:
H10: of the reported six malfunctions, lot numbers were provided for four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all six malfunctions. Therefore, for four malfunctions the investigation is confirmed for the reported filter tilt and difficult to remove, for one malfunction the investigation is confirmed for difficult to remove and inconclusive for filter tilt and for the remaining one malfunction the investigation is confirmed for the reported filter tilt and difficult to remove, additionally it was determined to have and confirmed for perforation (a0101). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfyk3510, unknown), g3 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced filter tilt and difficult to remove. This information was received from various sources. All six malfunctions involved patient with no patient consequences. Of the six patients, five were female and one was male, five patients age ranged from 38-85 years and three patient weighs in the range from 84-106 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: four lot numbers were provided and lot history reviews were performed. Of the six reported malfunctions, no samples were received. Medical records were provided for all malfunctions. Five malfunctions were confirmed for retrieval difficulties and tilt. One malfunction was confirmed for retrieval difficulties and inconclusive for tilt. The root cause could not be determined. The devices were labeled for single use. H10: d4 (corporate lot number: gfyk3510, unknown),

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model dl900f, vena cava filter, allegedly experienced tilt and retrieval difficulties. This information was received from multiple sources and involved six patients with no consequences. Five patients were reported as female, ranging in age from 38-85 years, with one weighing 84 kgs. One 59 year old male patient weighed 90 kgs. All other patient information is unknown.

Manufacturer narrative:
Of the six reported malfunctions, no samples were received, however five medical records were provided for review. Four lot numbers were provided and lot history reviews were performed. Four investigations were confirmed for both retrieval difficulties and tilt, one was confirmed for only retrieval difficulties, and the sixth investigation was inconclusive. The root cause could not be determined. The devices were labeled for single use. (Corporate lot number: gfyk3510, unknown).

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model dl900f, vena cava filter, allegedly experienced tilt and retrieval difficulties. This information was received from multiple sources and involved six patients with no consequences. Four patients were reported as female, ranging in age from 38-74 years, with one weighing (B)(6) kgs. One (B)(6) year old male patient weighed (B)(6) kgs. All other patient information is unknown.